Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's doctor visit. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient's father reported that his daughter's site was bleeding and that the pod was leaking. He took her to the doctor to check if everything was alright. There was no further information regarding the doctor's visit or to the patient¿s treatment. The pod was worn between 36 and 48 hours. Attempts were made to reach the father to obtain additional information about the event, but there was no answer.